Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic gastroplasty, the surgeon was able to press the green but ton but the two units of reloads did not fire. Another reload was used to complete the case. There was no patient injury.